Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician attempted to deliver a protege everflex stent to a totally occluded lesion in the native sfa but was unable to deploy the stent. It was removed subsequent to this. There was no report of patient harm or injury. There was no report of how the procedure was completed. Evaluation summary: the protege everflex self-expanding biliary stent system was received for evaluation without any ancillary devices or cine images from the procedure. The protege stent delivery system, (sds), was in a post-deployment profile. There was fluid in the stopcock tube, sanguine material on the sds surfaces, a deployed stent loose in the returned pouch and there was a kink in the catheter. There was also a loose unknown fiber. The loose stent was examined: no abnormalities or deformities were noted. The distal tip was examined: no abnormalities or deformities were noted. The inner spline between the stent retainer and the distal tip was examined: two regions of accordion folding were present on either side of the middle band marker.